Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# 0204407487, implanted: (B)(6) 2011, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 02-nov-2012, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 10-may-2006, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine 30.0mcg/ml; 11.992mg/day, bupivacaine 20.0 mg/ml; 7.995mg/day, and clonidine 100.0mcg/ml; 39.97mcg/day in an implantable pump for an unknown indication for use. The patient medical history included chronic back pain. The concomitant medications were oxynorm (20mg tablet), methadone (10mg tablet), and lyrica (100mg tablet). During a routine pump refill, the expected reservoir volume (erv) was 3ml and the actual reservoir volume (arv) was 23ml. There was a reported possibility of blocked/kinked catheter. The patient experienced increased pain in recent weeks with no explanation. The patient indicated they were good at manipulating their oral medications to cover their pain. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting performed included pump interrogation the next day at the request of the hcp. The pump appeared to be working normally; no record of motor stall or anything unusual in the logs. No further actions were taken at this time. The hcp and patient would be gone on holiday, so the issue would be addressed on their return in (B)(6) 2018. The patient did not want any surgical intervention prior to their holiday. The patient was prescribed extra medications to take during their holiday in case the pump was not delivering the required level of pain relief. The issue was considered ongoing. The status of the patient was stated to be alive and with no injury. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the cause of the volume discrepancy was not determined. Actions/interventions included the pump being emptied and refilled. It was unknown if the volume discrepancy had been resolved at this point. The pump was still in situ.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient did not show up for her appointment. Her doctor was "chasing her up". As of (B)(6) 2018, the hcp had still not seen the patient, as she did not return to his room for a refill. With regards to the patient not showing up to their (B)(6) 2018 refill appointment, the hcp was unsure if the programmed refill date/low reservoir alarm date was reached or only the appointment was missed (as the patient had not returned). They were unsure if the volume discrepancy had been resolved. The hcp thought the pump may not be working, and therefore, the patient was self-medicating and not returning to the hcp¿s room for refills. It was noted that the patient was a ¿very intelligent woman who knew how to manipulate her medication¿. The hcp was going to try to contact the patient on (B)(6) 2018 to follow up.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the doctor saw the patient on (B)(6) 2018 and completed her refill. The alarm was sounding, which indicated the pump was empty and ready for refill. However, the volume remaining in the pump was 23 ml ¿ ¿similar to last time¿. The doctor thought the pump was working fine. However, this was more likely to be a partial catheter blockage. The hcp was not presently planning to take any surgical intervention. The patient was coping by supplementing with oral medications and was scheduled for implantation of a neurostimulator. It was noted the hcp may remove the pump at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient's refill was due on (B)(6) 2018.